Event description:
In 2008, the sales rep reported that during surgery, the surgeon bent two removal driver while trying to remove pathfinder screws. The surgeon had another driver available to finish the case as intended. Additional info received on 08 may 2008 via telephone from the sales rep. The sales rep reported that this was a revision surgery for pseudoarthrosis. The surgeon was on the last closure top when the first driver bent, so then he used the second driver that was in the kit and that one also bent, but the surgeon was able to finish the case as intended.

Manufacturer narrative:
Requests has been made to obtain the product. Evaluation is pending upon the return of the product.